Event description:
It was reported that a remote alert on the detector had recorded a heavy shock. No harm was reported.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The remote service engineer (rse) inspected the log files and found heavy shocks observed. The customer had inspected the detector and performed gain & pixel calibration, and it's passed. Upon follow up, additional information received confirming that the detector was dropped by the user. Thus, it was confirmed that the root cause of the issue was user error. System is fully functional. And remains at customer site for clinical use.